Event description:
Baxter reports a spike of a transfer set separated from a port of a twin bag during a pt exchange of solution. Per affiliate, the pt is physically handicapped and the set had been used for 1 day. The affiliate reports no pt injury or medical intervention as a result of the incident.